Event description:
Technician alleged that the stretcher can still move when the brake is applied. No accident reported.

Manufacturer narrative:
The technician adjusted all brake baster to resolve the issue.